Event description:
On (B)(6), 2013 it was reported that the physician observed (B)(6); for the patient's magnet pulse width during interrogation, something the physician had never observed before. The physician reprogrammed the patient's magnet pulse width to 500usec and reinterrogated and found the settings to no longer display a (B)(6); at the magnet pulse width setting. The patient was observed previously on (B)(6) 2013 and the results of the diagnostics were all within normal limits.

Manufacturer narrative:
Report source; corrected data: this information was inadvertently left off of MFR. Report #1. Date received by manufacturer; corrected data: this information was inadvertently left off of MFR. Report #1 and should have been inserted as 12/16/2013 on that report.

Manufacturer narrative:
This information was reported incorrectly on the initial MFR. Report.

Event description:
The physician requested a new programming system. A new programming system was provided to the physician.

Manufacturer narrative:
Analysis of programming history. Corrected data: brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the software; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the software; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the software; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the medical professional was the user; however, this should be the patient. Implant date, corrected data: added date of generator implant date. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the software; however, this is actually the generator.

Event description:
Programming history was received and reviewed for the generator. Review of the programming history confirms that there was errant data in the magnet pulse width memory locations which resulted in the software displaying asterisks for the magnet pulse width parameter. Based on what is known about the communication interface between the generator/programming software the most plausible source of the altered data appears to be associated with an inadequate read of flash memory by the demipulse generator, likely caused by a break in communication. The event has not reoccurred, and the correct parameters were displayed upon a second interrogation.